Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device only sucks in approximately 1-1.5 liters despite several attempts and replacement of the level sensor, I/o card and mixing pump, as well as tank cleaning. After restarting the device approximately showed 0.5 liters again. The tank could be emptied completely and the alarm 05 (water reservoir empty) tank empty always appeared. Per follow up information received on 08nov2021, this appeared during the original repair and just got switched to a depot repair, where nothing was found.